Event description:
It was reported that a device was replaced due to pain at the implant site. It was noted that the device "never helped" with the patient's bladder pain.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2008 (B)(6), product type extension product ID, 3093-28 lot# j0555045v, implanted: 2005 (B)(6), product type lead product ID, 3093-28 lot# j0555045v, product type lead product ID, 3031a lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer. (B)(4).